Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 months following the implant of a transcatheter valve, moderate paravalvular leak (pvl) was observed, and the patient experienced dyspnea attributed to the valve. Subsequently, a possible post-implant balloon aortic valvuloplasty (bav) was planned to address the pvl.

Event description:
It was reported that approximately 2 months following the implant of a transcatheter valve, moderate paravalvular leak (pvl) was observed, and the patient experienced dyspnea attributed to the valve. Subsequently, a possible post-implant balloon aortic valvuloplasty (bav) was planned to address the pvl. Additional information was received indicating that three months following the valve implant, a post-implant balloon dilation was pe rformed. Additional information was received that the balloon dilation was performed twice with a 20 mm non-medtronic (true) balloon but did not resolve the issue. Subsequently, a 23 mm non-medtronic (sapien) transcatheter valve was implanted valve-in-valve at the fifth node of the medtronic valve at nominal.

Manufacturer narrative:
Updated: a4, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that three months following the valve implant, a post-implant balloon dilation was performed.